Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and hypoglycemic event was reported. The patient stated on the morning of (B)(6) 2018, they were in a team meeting a work when they experienced a hypoglycemic event. The patient noticed something was wrong when he started talking rubbish. The patient stated the continuous glucose monitor (cgm) had signal loss at the time of event. The patient treated himself by eating sugar and felt better. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of loss of connection was confirmed via data. The root cause was determined to be the transmitter and app were unable to establish a connection.